Event description:
It was reported that the omnicurve introducer broke towards the handle while in the vertebral body of a patient. It should be noted that the procedure was completed successfully with no impact to the patient, no medical intervention, no surgical delays, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the omnicurve introducer broke towards the handle while in the vertebral body of a patient. It should be noted that the procedure was completed successfully with no impact to the patient, no medical intervention, no surgical delays, and no adverse consequences.